Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was outside of clinical use. Philips field service engineer (fse) inspected the system onsite and confirmed that the system would not boot up. Review of system log file confirmed ippc malfunctioning. Upon troubleshooting, fse found ip-pc problem. The cause of the ippc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the ippc and reloading the software by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system would not boot up successfully. The device was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and the log files as well. It was identified that the image processing pc (ip-pc) was defective the ip-pc was replaced and the device was returned to use in good working order.